Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening. Shell thickness within specification. No other observations observed, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported, left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.